Manufacturer narrative:
In the email received, the end user describes hardware (bolt) on the armrest continuously loosening up. End user described during a transfer from his bed to the chair, the hardware loosened allowing the armrest to give in. End user alleges this event caused him to fall resulting in a broken femur. Email stated end user had attempted to contact customer service prior, but was never contacted back. Email also indicated that the end user had contacted his supplying dealer who informed him they did not know why the issue was recurring. Multiple attempts to contact client have been made, all going without response. Selling dealer was contacted in order to gather more information as to their knowledge of the reported event. Dealer reported recently having the suspect unit at their facility for issues unrelated to this reported event. Dealer reports the client never made mention of any issues with the armrest hardware nor mention of sustaining an injury of any type. Dealer stated they inspected the chair and could not find any issues with the armrests. Dealer also indicated the end user had not made contact in regards to loose hardware of any type since end user having accepted receipt of the device. Dealer informed permobil that client has a secondary power wheelchair produced by a different manufacturer. Dealer suggested that the client might have confused with which chair the alleged incident occurred. As permobil has been unsuccessful making contact with the end user, further investigation into the alleged event cannot be completed. If further information is received by permobil, a follow-up MDR will be submitted. Evaluated by service provider.

Event description:
Received email from end user reporting during a transfer, the armrests hardware loosened which caused the client to lose balance and fall. Client alleges he suffered a broken leg as a result of the event.